Event description:
Patient is reported to have developed a burn on right leg, approximately 3 x 1.5 cm in size, following treatment with the anodyne professional unit. Patient received medical intervention which consisted of application of neosporin, a topical first aid cream; and reported burn has healed. Event has and is not occurring more frequently or with more severity than is usual for this device.